Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Power cable to low voltage loose. Re-secured axiem power cable to low voltage supply and power was restored. Tested and functioning normally. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported that the navigation system's low voltage power supply was not fully seated. After re-seating power cable, the unit functioned as expected. Re-started system and ran em interface without issue. System fully functional. No further issues have been reported.

Event description:
A site representative reported from the operating room (or) that while in an ear, nose & throat (ent) procedure, their navigation system displayed "localizer not connected" and could not track instruments. In trouble-shooting, the site had already registered and were able to navigate. Em interface indicated that ctr is not connected. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.